Manufacturer narrative:
The olympus device was returned for inspection and the customer¿s allegation was confirmed; the ceiling plate had a crack and due to damage on the bending tube, the bending section could not be bent in the up direction. In addition to the reportable malfunction(s) noted in the event description, the following findings were also observed, air/water cylinder had no color, suction cylinder had no color, label on the scope connector was peeled, adhesive around the objective lens had a white-clouded area, adhesive around the light guide lens had a white-clouded area, and the adhesive on the bending section cover had a white-clouded area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a defective up/down locking lever. The device was returned for evaluation. During the device evaluation, the air/water tube and cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted for the reportable malfunction(s) found during device evaluation.

Manufacturer narrative:
H10: it is uncertain whether there was deviation from instructions for use on reprocessing steps for the air/water cylinder and channel. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.